Event description:
It was reported that the insulin pump alarmed an error alarm, which recurred during normal device use. The blood glucose reading was 156 mg/dl. The caller stated that the device had neither been stored or out of use for an extended period of time. Two alarms were also found in the alarm history. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.the unit was received with a blank display due to corrosion found on the interface board. The reported alarms could not be verified due to the blank display. The insulin pump was received with a scratched display window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.